Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ stopcocks connecta plus 3 there was an issue with leakage. It was stated by the customer ¿the tap disconnected from the extension to the catheter resulting in blood leakage, the catheter clogged and there was risk of an embolism.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Quality and device history records have been reviewed for tracking and trending purposes and no issues like this are detected which means low occurrence. Process was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.